Manufacturer narrative:
Batch review performed on 10 march 2017: lot 153759: (B)(4) items manufactured and released on 12 november 2015. Expiration date: 2020-10-27. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported problem.

Event description:
The patient came in due to signs of infection. The surgeon swapped the poly. The surgery was completed successfully. X-rays and explants are not available